Manufacturer narrative:
(B)(4). We received (B)(4) original packed easypump ii lt 100-50-s. Ten received samples were taken to a visual inspection. Damages were not detected. Additionally, the pump was filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. The pumps did work immediately (solution was running). Leakages was not detected at the sample. Flow rate test: nominal: 2 ml/h. Actual: sample 1 - 3.8 ml in 1 h; 6.1 ml in 2 hrs; ml 54.1 in 25 hrs. Sample 2 - 3.6 ml in 1 h; 5.9 ml in 2 hrs; ml 52.6 in 25 hrs. Sample 3 - 3.3 ml in 1 h; 5.4 ml in 2 hrs; ml 51.5 in 25 hrs. Sample 4 - 3.7 ml in 1 h; 5.8 ml in 2 hrs; ml 53.7 in 25 hrs. Sample 5 - 3.4 ml in 1 h; 5.7 ml in 2 hrs; ml 52.2 in 25 hrs. Sample 6 - 3.1 ml in 1 h; 5.3 ml in 2 hrs; ml 49.2 in 25 hrs. Sample 7 - 3.2 ml in 1 h; 5.6 ml in 2 hrs; ml 51.0 in 25 hrs. Sample 8 - 3.4 ml in 1 h; 5.4 ml in 2 hrs; ml 47.2 in 25 hrs. Sample 9 - 3.6 ml in 1 h; 5.9 ml in 2 hrs; ml 51.7 in 25 hrs. Sample 10 - 3.4 ml in 1 h; 5.7 ml in 2 hrs; ml 52.4 in 25 hrs. A slow flow (as described by the customer) could not be determined. The received samples are within our specifications. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in process or final control inspection.

Event description:
As reported by the user facility ((B)(4)): after 24 hours of therapy the patient returned to the hospital and the pump was still full. The operator tried with another pump filled with saline, but happened the same one.